Event description:
Device is "not charging".

Manufacturer narrative:
It was reported that the device was not charging but was used anyway. It was reported, "once at destination (toilet) the harness was released and she slowly lowered herself down to the toilet using her arms. After 3-4 days, her arms were getting weaker and she ended up on the edge of the toilet, caretaker removed platform and mom panicked leaning back and pushed herself off the toilet landing on the floor. It was reported that the user was assessed by a medical provider for "right knee pain and bruising. X-rays revealed a hair line fracture to her proximal fibular. She was placed in a knee immobilizer, and we continue to use ice and pain ". If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.